Event description:
It was reported that when attempting to interrogate a device the programmer would fail. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis could not confirm the event; however, an error was found in the error log.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report conclusion. Evaluation summary (B)(4): analysis could not confirm the event; however, an error was found in the error log.